Event description:
It was reported that post op a hemorrhoidectomy procedure, the pt was taken back to surgery 10-12 days post op for bleeding. No additional info is available. The device was discarded. Requested and received the following info on 04/21/2010: surgeon said, the stapler seemed to work fine during the case and he is not sure what happened. Pt is doing fine now. Additional info received on 04/21/2010: surgeon said everything worked well in surgery and his staple line looked fine. No additional info is available.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Eval summary: the complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.